Event description:
It was reported that during a surgical procedure at the user facility the core universal driver caused a bias current error to be displayed on the console. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported. In addition it was reported that the device would on occasion run without user activation.

Manufacturer narrative:
The printed circuit board (flex) within the motor was found to be damaged, which is a probable cause of the bias current error.